Manufacturer narrative:
Eos status was cleared on (B)(6) 2019 through programming. Device remains implanted. (B)(6) 2020 - we received information this patient expired (B)(6) 2019. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis confirmed the clinical observation, the eos battery status was triggered on (B)(6) 2019 at 2:52pm. However, the battery is not depleted. Based on the information available for analysis, the root cause of the activation of the battery status eos was not determinable. However, it is reasonable to assume that it is related to the reported radiation therapy. The data obtained after re-initialization of the ICD showed a normal functioning of the device. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The data after re-initialization showed a normal device function. The battery is not depleted.

Event description:
Clinician reported device went eos on (B)(6) 2019 following radiation therapy in the chest area. Device remains implanted. Should additional information become available, this file will be updated.